Manufacturer narrative:
Follow-up #1 date of submission 12/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the pump black box data indicated a drastic voltage fluctuation followed by a cs 177 warning and cs 128 alarm. During a visual inspection of the pump, the battery compartment was observed to be intact; no damage or cracks were observed. No evidence of moisture corrosion was observed inside the battery compartment. The pump sleep current draw was found to be out of specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The transceiver flex was disconnected and the pump was rebooted. The sleep current draws returned to specifications. High current draw was confirmed at transceiver board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.